Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor issues and low blood glucose. The customer's blood glucose was 45 mg/dl at the time of incident and current blood glucose is 71 mg/dl. Trouble shooting was performed and found customer treated low blood glucose with food and was not admitted to the hospital or was ems dispatched. It was found auto mode for cgm therapy for low alert status feature was not activated. Assisted with turning on the low alert setting to 70. Advised that auto mode will normally detect a low and do auto adjustments to compensate. The insulin pump will not be returned for analysis.